Event description:
Head comes off brush [device breakage], no adverse event. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unk. , the oral-b brushhead, version unk comes off the brush. The brush head is new, has not been dropped, and the oral-b logo does not scratch off. No symptoms developed. Concomitant product(s): regular toothpaste.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.